Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while attempting to gain venous access utilizing the intra-osseous route the ez-io driver failed to spin the needle under compression. The patient was in cardiac arrest and attempts to gain rapid venous access were hampered by the failure of the equipment. The patient impact was minimized due to the fact the attending medics were able to gain intravenous access shortly afterward. The patient's condition is unknown at this time. There was not a back up driver readily available and manual insertion was not attempted.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2012 and is approximately 5 years old. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that while attempting to gain venous access utilizing the intra-osseous route the ez-io driver failed to spin the needle under compression. The patient was in cardiac arrest and attempts to gain rapid venous access were hampered by the failure of the equipment. The patient impact was minimized due to the fact the attending medics were able to gain intravenous access shortly afterward. The patient's condition is unknown at this time. There was not a back up driver readily available and manual insertion was not attempted.